Manufacturer narrative:
Device is not available as it remains in the patient. No definitive conclusion can be made - if and when product is explanted and returned, an exam will be performed and a follow up will be submitted.

Event description:
It was reported: "after a 6 week follow up it appears that one of the distal screws has "backed out" of the plate. The va locking screws were used in all distal holes of the plate. Patient is not bothered by the screw so the doctor has opted to wait until the fracture is fully healed to remove the screw."